Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that following a CT scan that took place approximately 2.5 years post index procedure, the physician observed an apparent migration of the endurant ii stent graft and type ia endoleak. It was noted that the graft was approximately 1cm below the level of the lowest renal. There appeared to be a type I leak filling around the top portion of the graft. The leak did not appear to be filling the aneurysm sac. It was only filling a dilated portion of the proximal neck. The physician attributed the cause of migration to the neck continuing to dilate. An intervention was performed to treat the endoleak. The physician placed one 20x50 coil, two 18x40 coils and two 16x40 coils in the sac that was filling. The physician then placed a 36x36x49 endurant cuff inside the existing graft up to the level of the lowest renal artery. The cuff was then ballooned using a reliant balloon. Another angiogram was then performed and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.